Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) units keypad ¿zero¿ makes a clicking sound but will not result in a zero process occurring. No pressure numbers had appeared on the screen. The unit was swapped out to continue therapy.

Manufacturer narrative:
Additional information: (B)(6). At this time, the customer has not requested getinge to evaluate the iabp. Additional information was requested from the customer with regard to the repair and status of the iabp, a getinge field service engineer assured that they were following the correct technical procedure, which they were. They have switched the console and taken this one to biomed. The complaint will be closed and, if new information and/or devices are available, the file will be reopened and updated. H3 other text : customer not placed service request.

Event description:
N/a.